Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had excessive no delivery alarms and had an emergency room visit due to high blood glucose levels. The customer was wearing the device at the time of admission. The customer's blood glucose level at the time of call was 578 mg/dl. The customer treated at home with manual injections. The customer's symptoms included a racing heart, feeling like she was going to black out when she stood up, and dehydration. The customer was treated in the emergency room with an insulin IV and 3 bags of fluids. While in the hospital the customer's blood glucose level went down to 97 mg/dl and the customer was released. The cause per the health care provider was hyperglycemia and dehydration. The customer also reported that after coming back home her levels increased again to 350 mg/dl but she was able to treat and got the reading down to 161 mg/dl. The customer did not want the insulin pump replaced but only the reservoirs.